Event description:
The following information was reported: a mynxgrip (6f/7f) vascular closure device was deployed in the lab without complications. The patient remained flat/horizontal for 1 hour. The patient's head was elevated 30 degrees post bed rest. Pulsatile bleeding was noted. The patient then developed a large hematoma/pseudo. Manual pressure was held for more than 30 minutes immediately to stop the bleeding and control the hematoma. The patient was admitted to the hospital for 24 hour observation to rule out an rp bleed and for further analysis and then released home. No further information is available at this time. Procedure type: intervention peripheral stick location: medium sheath size: 7f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).